Event description:
It was reported that the pt expired on 01/20/2008. The device was implanted in 2008. It is unk if the pt's death was attributed to the device. It is unk if the device was explanted. No further details were provided.

Manufacturer narrative:
Device not returned.